Manufacturer narrative:
Please note the hde number for this device - h230007. This event is related to a post-market clinical study 'protect' and reported retrospectively. A sample evaluation was not performed as the device remains implanted. The lot history records were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were found to be related to the complaint. Patient is a 47-year-old male who had an amds-55-55 implanted on (B)(6) 2020. This event was reported as a vascular event described as ¿pseudoaneurysm requiring intervention¿ with an onset date of (B)(6) 2020 (8 days post-op), with an end date of (B)(6) 2021. Additional details states ¿a large 3.1 cm pseudoaneurysm arising from the non-coronary sinus of valsalva on CT¿. The event was deemed ¿unlikely¿ relate to the amds device and ¿definitely¿ related to the implant procedure. Upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported event. Of note ¿arterial or venous thrombosis and/or pseudoaneurysm¿ is listed in the clinical evaluation report (cer) as a potential adverse event. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. The amds risk file was reviewed and found to be adequate. An adverse event was reported. However, no specific device malfunction or failure modes were reported; there were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Therefore, the occurrence rating table is not applicable. Per the clinical report, ¿health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks.¿ this report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion.

Manufacturer narrative:
Please note the hde number for this device - h230007. This event is related to a post-market clinical study 'protect' and reported retrospectively. This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion.

Event description:
According to the initial report, protect study patient experienced a serious adverse event (sae) 2, described as "a large 3.1 cm pseudoaneurysm arising from the non-coronary sinus of valsalva on CT." Event onset date is 05november2020 and end date is 13april2021. According to the study site, the event is "unlikely" related to the amds device and "definitely" related to the implant procedure. The pre-existing condition, debakey type a dissection, caused or contributed to the event. The patient was hospitalized due to this event from (B)(6)2021. Surgical treatment was performed in response to this event, specifically, redo sternotomy, repair/remodeling of aortic root, resuspension of aortic valve; mechanical aortic valve; bentall root replacement. The event is resolved. This event is related to a post-market clinical study ¿protect¿ and reported retrospectively.